Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition below the median volume range. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents al the info known by the reporter upon query by hospira personnel.